Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was dependent, and review of episodes for atrial tachycardia and non-sustained ventricular tachycardia found oversensing of the atrial signal on the ventricular channel that caused periods of pacing inhibition greater than two seconds. Boston scientific technical services (ts) discussed sensitivity settings, and discussed potential of performing x-ray to determine lead placement in proximity to the atrium. The field representative noted that the patient had a relatively small heart, and would discuss information presented with physician. The device system remains in-service. It was reported that there were no associated patient symptoms.